Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's log file captured high power and flows that were trending upward. Two power spikes above 10 watts were noted on (B)(6) 2020. The patient had no other symptoms. The patient was expedited to transplant and underwent a heart transplant on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed via the evaluation of (B)(6). The pump was returned with the driveline cut approximately 0.75¿ from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Examination of the proximal side of the outlet stator revealed a tissue-like deposition situated in-between the outlet bearing ball and stator blades. The deposition was not laminated and did not display any evidence of denaturation. The presence of concentric contact marks on the rotor¿s outlet section suggests that the deposition was present in the outlet stator at some point while the rotor was spinning, and the pump was supporting the patient. The origin of this deposition and a duration of time for which it was present in the pump could not be conclusively determined through this investigation. A direct correlation between the observed deposition and the elevations in pump power/estimated flow typically associated with pulsatility index events observed in the submitted log file cannot be conclusively determined. Examination of the remaining pump blood-contacting surfaces revealed no adhered or developed depositions the rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Incidental findings: corrosion was observed around the second and third pins of the motor capsule. A portion of the protective wrap around the interior electrical lead had fallen off. The heartmate ii left ventricular assist system instructions for use (rev. C) lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of this document addresses pump speed, power, flow, and pulsatility index. This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4 states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also outlines the indications of thrombus and how to respond to such events. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 18jul2013. (B)(6) was assembled with motor capsule serial number (B)(6). This document includes steps for soldering the percutaneous cable to the motor capsule and inspecting the solder per spec. No further information was provided. The manufacturer is closing the file on this event.